Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. B3: (B)(6) 2018. D7: patient had an arthroscopic procedure, not a revision. No product was explanted. D11: 90597003012, articular surface, lot # 62469669. 00575201402, femoral component, lot # 62160513. 00595403702, tibial tray, lot # 62569192. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed by review of medical records. Medical notes identified that the patient underwent an arthroscopy approximately 3 years post op due to pain, swelling, and patellar tendinitis. During the arthroscopy, significant scar tissue was debrided from the join and a quadriceps tear was repaired. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Investigation in progress.

Event description:
It was reported that patient underwent right total knee arthroplasty (B)(6) 2014 and had sudden onset of pain in (B)(6) 2018. Subsequently, patient underwent arthroscopy procedure where surgeon cleaned knee out and found minor quad tear. No repair was necessary.